Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was exhibited on the right ventricular lead rising shock impedance measurements. A review of the data was requested, and technical services (ts) indicated that this rv lead exhibited high out-of-range shock impedance measurements. There was no noise observed. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.